Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noticed out of the ordinary. The surgical task being performed was hemostasis by coagulation using an electric scalpel. There were no fragments that fell inside the patient. The instrument is available for return. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at conductor wires were exposed. The conductor wire insulation was damage but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken black conductor wire. A same backup dv instrument was used for the procedure. The procedure was completing as planned with no reported injury.